Event description:
Md was removing the tibial plateau from a noiles hinge knee put in 7 years ago. He removed a size small 21mm tibial plateau and tried to put in this product; a small 26mm. There were no replacement hinge pins sent with the express care order. Next, he opened a sml left noiles rotating hinge femoral component to use the hinge pin. The pin did not fit. Thinking that it was an improperly packaged piece; they opened an xmsl left noiles rotating hinge femoral component. It too didn't fit. They tried the pin that they took out; which apparently was a medium hinge pin because it was a 71 m/l pin (part #623670/lot #s0596) and it too did not fit. Regardless, md wanted to open a new medium pin; which was taken from a med left noiles rotating hinge femoral component. It too didn't fit.